Event description:
Information received indicates that the pump had been off for at least twelve hours with no audible alarm heard. Pt went to the physician's office who told him he went heart failure. Treated in the doctor's office and is fine now.

Manufacturer narrative:
Testing did not confirm the complaint. Found corroded pcb.